Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the assembled guiding block and plate, shows no sign of damage, with the exception for a screw went out on the bottom site of the plate. The measurement of the total length from the returned screw shows that is out of specification, due to the deformation of the shaft (elongation). The failure mode reported above could only be replicated on the guiding block 03.111.501 and is a result of the deformation of the screw. It is likely that the deformation of the screw could be a result of over tightening to the application of repeated excessive torque. Also reviewing manufacturing- and material documentation shows no deviation to the specifications (the guiding block - manufactured december 2009 and the plate - manufactured april 2014). No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guide block was attached to the two column plate outside of the patients body. The surgeon noticed that the screw was not seated in the screw hole and went through the plate. The screw keep spinning and could not be removed from the plate and guide block. Therefore, the operation was continued with different plate without using guide block. There was no report of a surgical delay. This report is 2 of 2 for complaint (B)(4).